Event description:
Health care professional in ireland reported home patient had been overfilled while using the homechoice cycler for automated peritoneal dialysis therapy. Father of the home patient states that during therapy, the cycler displayed an alarm message. Home patient's father states he went downstairs and called the us service center for assistance. According to home patient's father, he could not remember if he had turned device off at the time the alarm had occurred. After speaking with the technician from the us service center, father of home patient went back upstairs. The home patient's father states he could not remember if he had turned on the homechoice, but when he returned to the room the homechoice was displaying "press go to start". Home patient's father pressed "go", the homechoice displayed "fill 1 of 8", and the father returned to bed. During the night the home patient called the father saying his "tummy was full" and he was having difficulty breathing. Home patient's father noted the homechoice alarm displayed. At this time the home patient's father went to the telephone to call the hospital. While the father was on the telephone receiving instructions from the hospital, the home patient's mother attempted to place the homechoice into a manual drain. The home patient's mother reportedly turned the homechoice power off and back on. At this time 16ml was drained from the home patient and then the cycler began to fill the home patient. The father returned to the room at this point, relating to the mother that he had been instructed to turn off the homechoice, attach a manual drain bag and go immediately to the hospital. Following these instructions, the home patient did not at first drain well, but as he was up and moving he started to drain. Enroute to the hospital the home patient states that his stomach was feeling better. On arrival at the hospital, 3000ml had been manually drained from the home patient and a second manual drain bag was attached. The home patient drained 2900ml into the second bag. In total, 5900ml had been manually drained from the home patient. There was no patient injury; however, home patient's catheter was replaced on 12/15/98 as it was found to be covered by the omentum.